Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the patient underwent a magnetic resonance imaging (MRI) procedure without programming the device to MRI mode. The MRI procedure resulted in oversensing on the device which caused asystole. Further information was requested but is not yet available.

Event description:
During an in-clinic follow-up, the patient underwent a magnetic resonance imaging (MRI) procedure without programming the device to MRI mode. The MRI procedure resulted in oversensing on the device which caused asystole. The patient experienced dizziness, however, the arrhythmia self-terminated without the need for medical intervention. The patient was stable and will continue to be monitored.